Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the camera head was not displaying an image due to a damaged cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd camera head due to an unspecified appearance defect. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that there was no image present on the subject device. This report is being submitted to capture the lack of image noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device evaluation also discovered additional technical defects such as imaging had water ingress, cable water intrusion, free lock lever had dirt and scratches on the body lens. Based on the results of the investigation, the event likely occurred due to water intrusion of the inside of the product. It is likely that the water entered the interior due to the deterioration of the packing used in the sliding part of the focus ring. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed that this event occurred during a therapeutic procedure, and that procedure was completed using the subject device.